Event description:
Event description guidant received information that this ventricular lead was successfully implanted. On the same day, the doctor performed a procedure on the heart. After the procedure, the lead would not stay in place.